Event description:
It was reported that this right atrial (ra) lead exhibited low out of range pace impedance measurements lower than 200 ohms with bipolar configuration and noise that can be recreated. Technical services (ts) was consulted and discussed possible insulation damage on ra lead. The physician will continue to monitor and discuss possible lead extraction. This lead remains in service. No adverse patient effects were reported.